Manufacturer narrative:
The complaint is confirmed by the laboratory tech. The tech found the locking mechanism on the saw would not retain the flexible drive cable. The unit was sent to the service ctr to be repaired and returned to the user facility. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that the sternal saw fell apart. No other details regarding the nature of this event were provided.